Event description:
It was reported that the patient was in pain since before having the implant and that was why she had the spinal cord stimulator (scs). The patients back hurt so much, knees were beginning to hurt, feet killed, and everything from the neck down was hurting. The back side started to hurt when the patient walked. This ¿thing¿ was not working like it should and not getting rid of her pain. The patient first felt like the scs wasn¿t helping her pain like it should since day one. The patient was supposed to go back to see the healthcare provider (hcp) in (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).